Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Two fragments were cut approx. 6 cm distal to the is-1 and df-1 connector pins and one fragment including the yoke was cut approx. 13 cm distal to the connector pins. Only these three proximal fragments were received for analysis. The distal fragment including the shock coil and the lead tip were not returned for analysis. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - elevated impedances and threshold values have been reported. It was decided to replace the lead. During the revision procedure on (B)(6) 2016, the lead was capped. The proximal part of the lead was explanted, but not yet returned to biotronik.